Event description:
The patient reported that the pump felt warm to the touch about two weeks prior to calling animas and stated that this has happened occasionally. The patient confirmed that the battery was not removed and was unsure if it was related to any other issue. There was no reported patient impact associated with this complaint. The patient had continued to use the pump after noticing the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the alarm history revealed no battery alarms on the reported event date. Review of the black box data showed the data from the time of reported event had been overwritten due to continued patient use. The information available in the black box revealed no battery alarms, warnings or abnormal activity related to the complaint. On examination, there was no physical or moisture damage to the battery compartment or battery cap. On testing, the pump powered on normally. The pump was not found to draw excess current and was noted to be within specification. The pump was opened for investigation and revealed no internal damage or defect.